Event description:
Procedure: nephrectomy. According to the reporter: the device locked on tissue. The device was resected in order to remove it. Surgery time delay was reported as ten minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/13/2009.